Event description:
The report from clinical study (B)(4) pms enterprise for patient with ID# (B)(6) indicated that the procedure was coil embolization assisted with an enterprise vrd (enc452212/01424845) of the left parasellar artery, and approximately a year after the index procedure, the patient developed a right-sided hemiplegia associated with the left-sided middle cerebral artery infarction. Action taken was medication (details unknown). The event outcome as of approximately three weeks after onset was "ongoing, improved." According to the physician, the relationship of the event to the procedure was unrelated, whereas to the vrd was unknown. According to the physician, the relationship to the vrd cannot be denied because the site of cerebral infarction was distal to where the vrd had been implanted. However, dsa results showed that there was no problem. The enterprise stent was fully expanded, appose to the vessel wall and in a stable position, and no other procedures are scheduled. No further information was available. The patient had no medical history. The unruptured saccular aneurysm neck was 3.6mm, and the neck to sac ratio was 3.6mm:4.2mm. The parent vessel size diameter proximal was 4.5mm and distally was 3.7mm. Mrs before the procedure on (B)(6) 2011 was 0, on (B)(6) 2011 was 0, on (B)(6) 2011 was 0. The act was 153 seconds pre anticoagulation and 282 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 98% after the procedure. At the time of the 1-year follow-up (on (B)(6) 2012), the aneurysm neck was 4.1mm, and the neck to sac ratio was 4.1mm:4.2mm. The parent vessel size diameter proximal was 4.9mm and distally was 3.9mm. Mrs was 1. The occlusion rate of aneurysm was 100%.

Manufacturer narrative:
It was reported via the (B)(4) clinical study approximately after a year after the index enterprise vrd (enc452212/01424845) assisted coil embolization of the left parasellar artery aneurysm the patient developed a right-sided hemiplegia associated with the left-sided middle cerebral artery infarction. Action taken was medication (details unknown). The event outcome as of approximately three weeks after onset was "ongoing, improved." According to the physician, the relationship of the event to the procedure was unrelated, whereas to the vrd was unknown. According to the physician, the relationship to the vrd cannot be denied because the site of cerebral infarction was distal to where the vrd had been implanted. However, dsa results showed that there was no problem. The enterprise stent was fully expanded, apposed to the vessel wall and in a stable position, and no other procedures are scheduled. Prior to the procedure the patient had no other medical history. The unruptured saccular aneurysm neck was 3.6mm, and the neck to sac ratio was 3.6mm:4.2mm. The parent vessel size diameter proximal was 4.5mm, and distally was 3.7mm. The recommended parent vessel upper limit diameter for placement of the enterprise vrd as outlined in the IFU is 4.0mm. Modified rankin scale (mrs) score before the procedure, 5 days and one month post procedure was 0. Heparin 5000 units was administered intra-procedurally. The act was 153 seconds pre anticoagulation and 282 seconds post anticoagulation. No information regarding inr, pt, and ptt. A total of 14 coils were placed. The occlusion rate of aneurysm was 98% after the procedure and 100% one year post procedure. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01424845. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Cerebral infarction and resulting neurological deficits is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system and the procedure as outlined in the instructions for use. Although based on the available information, no definitive conclusion can be made, patient and pharmacological factors as well as placement in a vessel with diameter greater than recommended may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Antiplatelet therapy included: aspirin 100mg/day: (B)(6) 2011 ~ ongoing, clopidogrel sulfate 75mg/day: (B)(6) 2011 ~ (B)(6) 2011, (B)(6) 2012 ~ ongoing, argatroban hydrate 60mg/day: (B)(6) 2011 ~ (B)(6) 2011, cilostazol 200mg/day: (B)(6) 2011 ~ (B)(6) 2012, heparin 5,000u was administered intra-procedurally. Prior to implanting the vrd, a roadmaster/goodman, prowler select plus microcatheter (606-s255x/lot# unknown), chikai 14 guidewire (asahi intecc) were utilized. Other devices utilized during the procedure were, an excelsior 1018 microcatheter, chikai 10 guidewire (asahi intecc), galaxy coil (640cx0306/lot# unknown x2), galaxy coil (640cx2535/lot# unknown x7), galaxy coil (640hx0208/lot# unknown x3), galaxy coil (640hx0206/lot# unknown), and galaxy coil (640hx0204/lot# unknown). No further information is available and procedural images are not available. Per lake region report (B)(4) lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01424845. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.